Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the doctor was not able to excise the full lesion in the cervix because of the breakage of the instrument. This led her to revert to a d and c (dilation and curettage) so that the lesion could be excised completely. Prolongation of surgery was 30 minutes. Procedure was completed successfully and no negative impact in state of health reported".